Manufacturer narrative:
No moisture damage was found on the motor, battery tube and vibrator assembly. However, moisture damage was found on the electronic and keypad assemblies during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported via phone call that the customer was pushed into the pool at the diabetes camp. It was stated that the display went blank immediately after the device was exposed to moisture. It was advised to discontinue the use of the device. Blood glucose value was 91 mg/dl. Customer's father was contacted and he agreed to replace and return the insulin pump for analysis.